Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) requesting assistance with changing the unit of measure setting on her onetouch ultramini meter from mmol/l to mg/dl. The patient lives in (B)(6) and confirms the meter was purchased in (B)(6); however, was unaware that the unit of measure setting was automatically programmed to mmol/l. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that she became aware that the subject meter was set to mmol/l instead of mg/dl approximately 1 day after she began testing with it. Prior to testing with the subject meter, the patient confirmed she was testing with another onetouch brand meter that had been purchased in the us and had been set to the mg/dl setting. The patient informed the csr that prior to testing with the subject meter she would obtain blood glucose readings between ¿100-150 mg/dl¿ before a meal and readings between ¿250 and 300 mg/dl¿ after a meal with her other meter. The patient reported that on the first day she tested with the subject meter she did not notice the decimal point or unit of measure setting displayed. She reported that a couple of results obtained with the subject meter had been interpreted as ¿210 and 264 mg/dl¿ instead of actual values of ¿21.0 and 26.4 mmol/l¿. The patient manages her diabetes with insulin, which she adjusts based on a sliding scale. During the follow-call, the patient informed the csr that the results obtained with the subject meter appeared slightly higher than what she expected at that time; however, claimed she administered a decreased dose of insulin in response to the meter readings. The patient did not recall the adjustments made to her insulin dose. Approximately 10-15 hours after she began testing with the subject meter, the patient reported developing symptoms of ¿thirsty, heavy inside, dry, sleepy, heavy head¿.at the onset of symptoms the patient tested with the subject meter and obtained a result of ¿21.0 mmol/l¿. In response to the symptoms, the patient claimed she treated herself by self administering an ¿extra 30 units¿ of insulin. The patient confirmed her symptoms abated after self treatment. At the time of troubleshooting, the csr informed the patient that the subject meter was programmed correctly and that the unit of measure setting could not be changed. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after taking a decreased dose of insulin in response to blood glucose results she had misinterpreted. The patient¿s alleged injury can be attributed to use error because, the meter was set to the correct unit of measure setting and there is no indication that the subject meter was providing inaccurate results.